Event description:
This MDR is being filed in response to the pt's report that the sensor overheated after replacement of the batteries. The pt reported the sensor housing and sensor batteries were overheating. The pt did not report any injury or burn. The pt reported keeping the device in either her bedroom or the bathroom while she showered. Lifewatch performed preliminary testing of the device on (B)(4) 2011. The top case was noted to be deformed directly above capacitor c32. Device disassembly revealed capacitor c32 was loose internally, and the pc board was corroded at the c32 site. Current consumption testing failed. Based on the results, this may be a reportable failure mode. The device will be sent to (B)(4) for further interrogation.

Manufacturer narrative:
The device was received by lifewatch on (B)(4) 2011. And preliminary in-house testing was completed on (B)(4) 2011. The device will be shipped to the MFR for further eval. Associated accessory device: act cell phone monitor; model # com001; (B)(4).